Event description:
As reported, approximately 1.5 years post initial left side tka, the 54 y/o male patient complained of pain. Patient due to recall surgeon used competitors implants for revision. There was no breakage of a device or surgical delay/prolongation. Image received. Sales rep was unable to obtain. The device is not available for evaluation due to recall hospital will not release.

Manufacturer narrative:
As reported, approximately 1.5 years post initial left side tka, the 54 y/o male patient complained of pain. Patient due to recall surgeon used competitors implants for revision. There was no breakage of a device or surgical delay/prolongation. Image received. Sales rep was unable to obtain. The device is not available for evaluation due to recall hospital will not release. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity. These devices are used for treatment not diagnosis.